Event description:
The duett sealing device was deployed following a left heart cath (via a 7f sheath in the right common femoral artery). It has been reported that multiple sticks were done to access the common femoral artery. The duett deployment was reported as unremarkable, but it is unknown if the sheath was withdrawn the initial 3-5 mm for the safety check. Onset of symptoms of arterial occlusion (loss of pedal pulses) were reported about 2.5 hrs. Post-deployment. A contralateral angiogram confirmed the occlusion, and treatment consisted of a surgical intervention and thrombolytic therapy. The event was resolved, and no further complications have been reported.